Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient condition as the tibial component loosened due to the patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: lps flex femur: catalog 00596001552, lot 60285134. Articular surface: catalog 00596403212, lot 60267155. All poly patella: catalog 00597206532 lot, 60362859. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure approximately 11 years post implantation due to tibial loosening. The patient had fallen which resulted in the loosening. The tibia and articular surface were removed and replaced. No additional consequences were reported for this patient.